Event description:
According to the police report the end user failed to yield the right of way to an oncoming motor vehicle while operating the motorized wheelchair in the roadway. As a result of the incident the end user was struck by the motor vehicle and hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user failed to yield right of way to motor vehicle. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules", "cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cutouts", and "cross the road by the most direct route".